Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer failed incoming functional tests. The connector was damaged, the case was damaged and it was noted the battery was low voltage (depleted). The analyzer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the printer of the programmer was defective. The programmer was returned. The analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.